Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call they had frozen display. The blood glucose at the time of the incident was 173 mg/dl. Wife states that after reinserting the battery the pump went to spanish mode and the day before the screen froze. Troubleshooting was not complete because the customer wife declined. The device will not be returned for analysis.